Event description:
It was reported that the patient was recently treated at the wound clinic for mild wound dehiscence when small amounts of serosanguinous drainage were noted. The patient was admitted for antibiotic therapy. The system was explanted and replaced without incident. The patient was stable before, during, and after the operation. There were no adverse events noted.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.